Manufacturer narrative:
Reference MFR report # 2916596-2017-00217 for the report of the pump exchange due to driveline fracture. (B)(4). Approximate age of device ¿ 49 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had been on heartmate ii lvad support since 2012 and underwent a previously reported pump exchange on (B)(6) 2017. The patient had a recurrent pseudomonas aeruginosa driveline infection that began in 2015, and was previously unreported to the manufacturer. The patient also experienced non-vad related kidney failure requiring dialysis, and developed a sternal wound that would not heal. The patient had positive blood cultures with (B)(6). On (B)(6) 2017 the palliative care physician was consulted and the decision made to turn off the pump on (B)(6) 2017, and the patient passed away minutes later. It was reported that the pump had no dysfunction. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available. The manufacturer has closed the file on this event.